Event description:
It was reported that a malfunction occurred on the pump, specifically indicated by malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump to the customer, who was advised on using a backup insulin pump in the meantime. The customer was provided with instructions for storage mode and returning the malfunctioning pump to tandem, and they acknowledged understanding these steps.